Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No low battery alert and failed battery test alarm noted during test. Insulin pump received with cracked lcd window, cracked case display window corner and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rejected new battery. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting was not performed. The insulin pump will not be returned for analysis.